Manufacturer narrative:
We have been provided with a picture and the affected sample. Visual inspection of the sample reveal a breakage of the syringe barrel wall near the tip. That confirmed the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2028 (B)(6) - (B)(6) 2017). Syringes were assembled in machine nº4253, nº4235, nº4213, nº4212 and nº4203, in lot #7100071 (B)(6) - (B)(6) 2017), lot #7112279 (B)(6) - (B)(6) 2017) and lot #7118093 (B)(6) - (B)(6) 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7118052, #7114311, #7100034, #7083118, and #7089482 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7118053, #7114315, #7100039, #7083122, and #7089483 and no problems, defects or qn related to the reported issue were found. The returned picture of the sample presented the reported issue. We could confirm the reported issue. Root cause analysis the material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found solution leaking when using a bd¿ 10 ml disposable sterile syringe with needle. The nurse reported that the tip and syringe connection was found broken. There was no report of injury or medical intervention.